Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert. Review of the merlin.net transmission revealed high pacing impedance. Upon device interrogation, the right ventricular lead exhibited high pacing lead impedance and noise. It was noted that the noise resulted in pacing inhibition. Noise could not be reproduced in clinic with pocket manipulation and isometrics. On (B)(6) 2018, the lead was explanted and replaced successfully without adverse consequence to the patient. The patient was stable prior, during, and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.